Manufacturer narrative:
No button error alarm was noted. However, the act button was unresponsive due to corroded keypad traces. No battery out limit alarm could be verified and the functional testing could not be performed due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, broken reservoir tube lip, cracked reservoir tube and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have received a button error alarm. Customer removed batteries and received a battery out limit alarm. Customer reported that insulin pump stopped working. Customer's blood glucose was 400 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.